Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-87755.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed per specifications due to high readings.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 229 mg/dl, compared with the sensor glucose reading of 81 mg/dl. Advised replacement of the sensor. Nothing further reported.